Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, screen was not viewable due to the breakage in the screen. The device¿s lcd display was replaced to address the issue. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.

Manufacturer narrative:
The manufacture previously reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, screen was not viewable due to the breakage in the screen. The device¿s lcd display was replaced to address the issue. In addition, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, and software was checked. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.